Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: the feed bag line was found to have large sections of air that would not clear despite multiple attempts to flush and re-flush and re-prime the line. Feed bag changed and issue resolved.